Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.

Event description:
A customer reported that their AED will not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
The unit was requested for return and further evaluation. Upon return, the device underwent bench testing. Although the customer reported that the AED would not power on, analysis of the log files and evaluation of the returned unit determined that the AED was able to power on but was unable to deliver audible prompts. The lack of audible prompts was attributed to a failed speaker component. Although the unit was unable to deliver audible prompts, the AED passed shock testing and was capable of delivering therapy.